Event description:
Pt sustained a proximal esophageal laceration due to a small piece of plastic protecting out of a padlock clip defect closure system which was being used to perform closure of a peg tube tract.